Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation on his back under the lifevest. It was reported that the patient had a pre-exisiting condition known as dermatitis herpetiformis, and the lifevest was further irritating his skin. The patient was given a shot from his physician. Follow-up indicated that the irritation had improved.